Event description:
While getting ready to insert a screw in the acetabular component, it was noticed that the screwdriver would not engage the screw. Changed to a straight screwdriver and noticed that it would not stay inserted into the screwdriver handle. Utilized a second instrument set.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding assembly issue between a trident driver and a handle was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was returned in used condition. The ball is spring loaded, which when assembled with the recommended screwdriver handle, it was able to locked in place. -medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found there has been no other event for the manufacturing lot. Conclusions: the reported event was not confirmed because the device passed functional inspection. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
While getting ready to insert a screw in the acetabular component it was noticed that the screwdriver would not engage the screw. Changed to a straight screwdriver and noticed that it would not stay inserted into the screwdriver handle. Utilized a second instrument set.